Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A pump event log from (B)(6) 2019 at 8:02 was provided and showed that a motor stall had occurred on (B)(6) 2019 at 14:17 and recovered that day at 19:33, and then another motor stall occurred again later that day at 20:54. It was indicated that another motor stall event was reported by the nurse before the oldest date in the log ((B)(6) 2019) but these did not appear in the pump event log report provided [event logs only hold the most recent 30 events and there were 30 events in the event log dating back to (B)(6) 2019].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 500 mcg/ml at 278 mcg/day via an implantable pump. The indication for use was not reported. It was reported a pump alarm sounded (rotor stall/stopped rotor). The pump was interrogated, and multiple motor stalls and recoveries were confirmed. The patient experienced more spasticity; the patient did not experience any more symptoms. The pump was replaced on (B)(6) 2019. The pump would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. The pump implant date was unknown. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.